Event description:
A customer contacted beckman coulter inc., (bci) regarding an elevated ckmb result generated by the unicel dxi 800 access immunoassay system for one patient. A new sample and a repeat of the original sample produced results within the normal reference range. The result was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The specimen was collected in a plasma tube with a gel separator. The customer centrifuges samples at 3,500 rpm for five minutes. Per customer, the sample was hemolyzed but had no apparent fibrin or other cellular debris. The initial result was obtained from the primary sample on the automation line. The subsequent repeats were obtained from an aliquot of the original sample in an insert cup front loaded onto the dxi. Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched: the fse checked hardware components; no issues were noted. The fse verified alignments to the wash tower, cleaned pipettor #3 and calibrated the ultrasonic voltage. The fse performed a diagnostic test which passed within instrument specifications. A clear root cause has not been determined to date for this event.